Event description:
Additional information was received from a hcp that the event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (2.5 mg/ml at 0.8008 mg/day), bupivacaine (30.0 mg/ml at 9.609 mg/day), and clonidine (200 mcg/ml at 64.06 mcg/day) via an implantable infusion pump. The indications for use (IFU) were noted as non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2015, the clinic received a call from an emergency department (ed) nurse reporting that the patient presented to the ed with redness at the pump site. The patient was started on keflex and bactrim. On (B)(6) 2015, a call was received from the hospital nurse stating that the patient was admitted and started on vancomycin and cefepime. The patient had a pump pocket infection. The entire system was explanted on (B)(6) 2015. The severity of the event was reported as severe and the outcome was reported as ongoing. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Event date updated from (B)(6) 2015 to (B)(6) 2015.

Event description:
Additional information was received that the patient reported "oozing" and discomfort at the pump site on (B)(6) 2015.

Manufacturer narrative:
Analysis of the pump identified no anomaly found. As received the pump had fluid in reservoir and left running in simple continuous infusion mode with patient activated (pa) dosing active. Pump logs gathered with no anomalies found. The pump passed dispense accuracy testing. Analysis of the catheter identified the catheter body was torn or broken or melted at or after explant and did not affect infusion. There was no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.